Manufacturer narrative:
The pad-pak was first successfully installed by the user in february 2015 and performed to specification up and including the last log entry on the 26th march 2015. A test pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown. Investigation found no fault with the returned device. The device performed to specification throughout the history log and during testing at heartsine. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.